Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows the frame is bent, front left caster is off the ground and the chair is tracking heavily to the right. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The tbm called and out of the box the left front caster is off of the floor when the patient sits in it and it pulls to the right.